Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report that the insulin pump had a blank display and intermittently powered on and off. The caller also reported a motor error alarm and that the customer wore the pump during an MRI. The customer's blood glucose level was 76 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, however nothing will be returned.